Manufacturer narrative:
Continuation of concomitant prodcuts: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead there was possible intermittent atrial under sense observed during treated arrhythmia's. The ra lead remains in use. No patient complications have been reported as a result of this event.